Event description:
(B)(6) 2024. Medical device: medtronic guardian 4 sensor, reference #mmt-7040, lot# hg80gfu. 3 out of 5 sensors have been defective. This is a recurring issue with the medtronic guardian 4 sensor. Personally I have had repeated issues with this sensor. Between (B)(6) 2024, 4 of the last 5 sensors that I have used have had connection issues or occurrences where the insertion needle did not retract into the safety device. A single sensor is supposed to last 7 days. In my personal experience a sensor may last from 1 hour up to 72 hours before it stops working. These issues continue to persist regardless of the replacement sensors that medtronic sends out, across multiple lot numbers for this product. These problems are a potential health issue and can pose a financial burden for users who have to wait for replacement sensors. The typical turnaround time for a replacement sensor is 2 weeks, with limit of 5 online replacements per month. However, it is not uncommon to have an entire box of 5 replacement sensors stop working or for individual replacement sensors to not work the full 7-day cycle. Reference reports: #mw5163728, #mw5163730, #mw5163731.